Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrogram revealed possible oversensing and intermittent loss of capture with the right atrial (ra) lead. Reprogramming was performed to increase atrial output which resolved the non-capture issue. The ra lead remains in use. No patient complications have been reported as a result of this event.